Event description:
A (B)(6) male pt, underwent aaa repair on suitable for the (B)(6) 2010. The pt's anatomical form was not suitable for endovascular repair because the pt's proximal neck diameter was 35mm and also recognized thrombus at circumferential of the proximal neck. The physician did cannulation and checked the outcome, then he turned the catheter in the main body and performed the angiography, he conformed that the cannulation was successful. (However, the cannulation was not successful, actually the catheter was outside of main body.) The physician deployed the contralateral leg, but it was not connected with contralateral limb of the main body, and proximal side of the leg went into the aneurysm. (He only realized that the cannulation was not done.) So he placed the additional device of converter and iliac plug for converted f-f bypass and ended the procedure. No pt problem.

Manufacturer narrative:
(B)(4). No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that morphology should be compatible with vascular access techniques and that proper planning and sizing techniques should be used. The IFU also states: "read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the pt." And "introduce the contralateral iliac leg delivery system into the artery. Advance slowly until the iliac leg graft overlaps at least one full iliac leg stent (i.e., proximal stent of the iliac leg graft) inside the contralateral limb of the main body... If there is any tendency for the main body graft to move during this maneuver, hold it in position by stabilizing the grey positioner on the ipsilateral side." The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description as well as the physician's comments: "during turning of the catheter since it turned without problem, it was thought to be successful. However, in the original plan the worst f-f bypass was been considered, so this is thought to be no problem." Additionally, the device was used outside the indications for use in multiple ways, the diameter of the neck exceeded the recommendations in the IFU. We will continue to monitor for similar complaints.